Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stopcock q-syte wht 360deg nonsterile were discolored. This occurred on 234 occasions before use. The following information was provided by the initial reporter: the 234 products were discolored.